Event description:
Pt was presented to the intervention lab for stenting of the common bile duct. The pt had been diagnosed with terminal cancer. In 2004 two smart 40 stents were implanted in the bile duct. A percutaneous transheptic biliary tube (ptbd) remained in place. In 2005 the pt returned to the hosp for treatment of jaundice, a contrast study was performed and revealed that one of the stents had a restenosis and was fractured, mid stent, and separated. The next day a procedure to repair the fractured stent was performed. First, the clogged ptbd tube was removed. A guidewire was passed to the papilla of vater with no problem. After the guidewire was passed, an nt stent (terumo) was implanted at the fractured portion of the smart 40, toward the papilla of vater.